Event description:
It was observed during the device inspection of the flex video scope, foreign body in the nozzle was observed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected to "3092 - nozzle.", g2 - unmark user facility, d5, and e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing inside the air/water nozzle. There was no damage to the area where the foreign material was detected, and reprocessing was performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.